Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision (falsely elevated results) on the alinity I processing module. No adverse impact to patient management was reported. Field service was dispatched and multiple parts of the processing module were cleaned. The following data was provided. Patient 1: initial afp result of 74.8 retested at 11.6 and 11.1; patient 2: initial ca 19-9 result of 340 retested at 3 twice; patient 3: initial ca 19-9 result of 134 retested at 4 twice; patient 4: initial ca 19-9 results of 20 and 40 retested at <2 twice.

Manufacturer narrative:
Additional information regarding the patients involved was provided. None of the patients involved were diagnosed with cancer. Testing was performed during medical examinations to screen for cancer. The alinity I afp assay is to aid in monitoring disease progression during the course of treatment of patients with nonseminomatous testicular cancer or to aid in the detection of fetal open neural tube defects (ntd). The afp patient was a 67 year old male. The alinity I ca 19-9xr assay is to be used as an aid in the management of pancreatic cancer patients. The suspect medical device was changed from the alinity I processing module to the reagents. No further investigation into the incident will be performed as both assays were used off-label and there was no patient harm.